Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was rapidly depleting and battery gauge was fluctuating. Tandem technical support reviewed pump history with the customer and it appeared that the battery was depleting as expected. Customer acknowledge the review; however, reported that the battery depletion did not occur in the past with the same settings. Customer's blood glucose was approximately 400 mg/dl.